Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/11/2021: 1. Section b. Box 5. Describe event or problem. This report is associated with MFR report number: 1.3005168196-2021-00376, h3 other text : placeholder.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis), a pump max canister (canister) and a penumbra system aspiration pump max 220 (pump max). During the middle of the procedure, while using the artemis, pump max and canister, the physician noticed the suction stopped. Therefore, the artemis and canister were removed. The physician ended the procedure at this point with a small hematoma evacuation and a plan to re-evaluate the patient at a different date. There was no adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00376.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis), a pump max canister (canister) and a penumbra system aspiration pump max 220 (pump max). During the middle of the procedure, while using the artemis, pump max and canister, the physician noticed the suction stopped. Therefore, the artemis and canister were removed. The procedure was completed using a new artemis, a new canister and the same pump max. There was no adverse effect to the patient.